Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced a low blood glucose. Customer¿s low blood glucose was 435 mg/dl. Customer treated with insulin pump for high blood glucose. The customer declined troubleshooting for low and high blood glucose. The product will not return for analysis.